Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report it appears that valve oversizing may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(6) affiliate during a transfemoral tavr procedure, the native annulus had torn resulting in tamponade. The aortic root was patched, the sapien 3 valve was removed and a surgical valve was implanted. The patient is stable. As reported, the 29mm sapien 3 valve was deployed in an 80:20 aortic position with no paravalvular leak (pvl) and no apparent extravasation. The delivery system and the esheath were removed, the patient's blood pressure (bp) dropped significantly and the patient became unresponsive. An echo (tte) indicated there was fluid in the pericardium. A pericardial window and pericardial tap was initiated and there was much blood in the pericardium, a drain was inserted and blood was auto-transfused. The patient was administered medications to reverse heparin and subside the bleeding. Per report, the CT was re-measured and the physician indicated "10% oversizing which is not generally a risk for rupture". In addition, patient factors may have influenced the event despite there was no calcium in lvot. Of last communication, a root rupture at the membranous septum was confirmed, due to the valve "being very tight and looked oversized".